Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power module alarm issue was not able to be determined. The power module serial number (B)(6) was not returned for evaluation. Per the additional information, currently, there is no plan for the power module and the backup battery to be returned for evaluation. As a result, the file will be closed and if the product is later returned, it will be reponed. The device history records were reviewed, and the records revealed that the power module was manufactured in accordance with manufacturing and quality assurance specifications. Patient handbook operating manual, instructions for use (IFU) covers all alarms (visual and audible) on the power module and what action should be performed when they do occur. Operating manual addresses how to determine the power module internal battery charge status (determining the pm¿s internal battery charge status). The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvas equipment including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter address line 1: (B)(6). Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient visited the hospital due to a power module alarm issue. The power module backup battery was replaced but the issue did not resolve. The power module was then exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench and red battery alarms on the power module was confirmed. The evaluation of the returned power module, serial number (B)(6) revealed a corroded positive terminal of the streamline battery clip assembly which resulted in a compromised connection between the battery and the power module. As a result, the power module activated the reported yellow wrench and red battery alarms. The battery clip assembly was replaced with a test assembly and the alarms resolved. The specific root cause for the corroded positive terminal was not able to be determined during this investigation. Customer authorized the power module to be scrapped after analysis. Patient handbook rev. D, operating manual rev. F, instructions for use rev. B covers all alarms (visual and audible) on the power module and what action should be performed when they do occur. Operating manual rev. F addresses how to determine the power module internal battery charge status (determining the pm¿s internal battery charge status). The patient handbook advises the user to call the hospital contact person if there is any questions or concerns regarding the heartmate ii lvas equipment. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.